Manufacturer narrative:
Gtin/UDI number for item mx9166, lot 17026438 is (B)(4).

Event description:
The customer reported a leak with filtered set while infusing epoch at 20.8ml/hr. . The users noted orange chemo drop on the linens under the filter. The tubing was in use for 12 hrs. With no reported patient harm. The event occurred on bone marrow transplant/oncology unit.

Manufacturer narrative:
Concomitant medical products: (2) spiro connectors; non-bd extension set; non-bd spike adaptor, therapy date (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak with filtered set while infusing epoch at an unspecified rate. The users noted orange chemo drop on the linens under the filter. The tubing was in use for 12 hrs. And reported no patient harm. The event occurred on bone marrow transplant/oncology unit.

Manufacturer narrative:
The customer¿s report of leak at filter was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the set. Functional and pressure testing resulted in the set flowing freely and showed no signs of leaking from the filter or anywhere else throughout the set. The root cause of the customer¿s report was not identified.